Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned to depuy synthes for evaluation. Review of the photo evidence provided found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Event description:
Medical records received. On (B)(6) 2007, patient received a right total hip replacement using s-rom stem and pinnacle cup with metal-on-metal articulation, to address end stage osteoarthritis. There was no reported surgical complication. On (B)(6) 2013, patient's right hip was revised to address acute infection. Irrigation and debridement was performed, with exchange of acetabular liner and femoral head. There was no evidence of metallosis identified. There was evidence of corrosion on the stem trunnion. The cup, hole eliminator, and s-rom stem with sleeve were retained. There was no evidence of osteomyelitis. On (B)(6) 2023, patient received an MRI of the right hip. No findings to suggest loosening of the components of the right hip implants. Observed 2 cm x 6 cm complex fluid signal intensity collection along the posterior margin of the hip joint and proximal femur. This collection communicates with a defect in the posterior pseudo capsule as well as abutting a cortical defect in the posterior aspect of the greater trochanter. Appearance suggest adverse tissue reaction. In the appropriate clinical context infection could have a similar imaging appearance. Consider aspiration of the collection and analysis of contents. On (B)(6) 2023, patient's right hip was revised a 2nd time to address recurrent infection. Irrigation and debridement was performed, with exchange of acetabular liner and femoral head. No metallosis or alval was identified intraoperatively, despite the suggestion from the MRI.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2007, patient received a right total hip replacement using s-rom stem and pinnacle cup with metal-on-metal articulation, to address end stage osteoarthritis. There was no reported surgical complication. On (B)(6) 2013, patient's right hip was revised to address acute infection. Irrigation and debridement was performed, with exchange of acetabular liner and femoral head. There was no evidence of metallosis identified. There was evidence of corrosion on the stem trunnion. The cup, hole eliminator, and s-rom stem with sleeve were retained. There was no evidence of osteomyelitis. On (B)(6) 2023, patient received an MRI of the right hip. No findings to suggest loosening of the components of the right hip implants. Observed 2 cm x 6 cm complex fluid signal intensity collection along the posterior margin of the hip joint and proximal femur. This collection communicates with a defect in the posterior pseudo capsule as well as abutting a cortical defect in the posterior aspect of the greater trochanter. Appearance suggest adverse tissue reaction. In the appropriate clinical context infection could have a similar imaging appearance. Consider aspiration of the collection and analysis of contents. On (B)(6) 2023, patient's right hip was revised a 2nd time to address recurrent infection. Irrigation and debridement was performed, with exchange of acetabular liner and femoral head. No metallosis or alval was identified intraoperatively, despite the suggestion from the MRI.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob), b5, h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical adverse event received for hip pain and infection. Event is serious and is considered moderate. Event is not related to device or procedure. Date of implant: (B)(6) 2007. Date of revision #1: (B)(6) 2013. Date of revision #2: unk. Date of event: (B)(6) 2023. (Right hip). Treatment: revision; liner was revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.